Manufacturer narrative:
The replacement computer was returned to the manufacturer unused as the reported event could not be duplicated by medtronic personnel. No other parts have been received by the manufacturer.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by manufacturer. Event problem and evaluation: on 10-nov-2016, a medtronic representative went to the site to test the equipment. A review of the error logs found that the error message was given because the database did not initialize. There was also an error message relating to charger card #16. A new mobile view station (mvs) computer was ordered along with a charger enclosure. On 11-nov-2016, the medtronic representative returned to the site and found the imaging system was still fully functional and had not had any further issues. During additional testing, could not reproduce the original issue or the charger card error; will continue to monitor. On 16-nov-2016, the medtronic representative returned to the site and found that five successful exams had been performed since this reported issue. The original database issue and the charger error could not be reproduced. A system check-out was performed. The mechanical test, imaging test and safety inspection all passed; the system was fully functional.

Event description:
A medtronic representative, following up with the site, reported that when the imaging system was being turned on for the day, an error message appeared on the mobile view station (mvs). The message reported the following: an error has occurred that may have damaged the system's integrity. Upon re-booting the system a second time, the same error was received. After re-booting the system a third time, the system booted as it should, without any error messages. This issue occurred outside of surgery; no patient was present.

Manufacturer narrative:
The replacement charger enclosure was returned to the manufacturer unused as the reported event could not be duplicated by medtronic personnel.